Event description:
Clamps continuously are fallling apart between the washer and nut. Rptr has had one incident involving a baby. Dr was performing a circumcision on the infant. The clamp would not unscrew. It required tools from maintanance to remove to bolt from the clamp. Rptr has replaced twice before. Products were new in 2/93. (See report mw100181.)